Manufacturer narrative:
Based on the results of the completed investigation, the cause of the reportable malfunction was likely insufficient cleaning. However, the root cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, rust was found on the inside of the channel opening. There was no patient involved.